Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between an unknown baxter transfer set and the patient line. The nurse reported that the patient pulled the transfer set apart from the patient line. The transfer was replaced and the patient placed on antibiotics, but showed no signs of infection. There was no report of patient injury or adverse event associated with this report. No additional information is available.